Manufacturer narrative:
Results: catheter.

Event description:
An x-rays showed the catheter had pulled back into the spinal incision. The distal portion of the catheter was replaced. No symptoms or outcome were reported. Add'l info has been requested, a follow-up report will be submitted if add'l info becomes available.